Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the error code e315 (scope error) was displayed due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis exera iii viseo system center) is a return asset. There was no complaint associated with this device. There was no report of patient involvement or harm. During incoming inspection, there was an e315 (scope error) code displayed and no video. This medwatch is being submitted to capture the reportable malfunction found during evaluation.